Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for residual bleeding. The exact root cause cannot be determined. The likely cause was determined to have been residual bleeding despite proper device placement which was resolved through manual compression. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that nothing seemed to be out of place during the deployment of involved angio-seal. However, bleeding still occurred. Manual pressure was applied as a result to finish the procedure. The type of procedure performed was a peripheral arterial disease management. The patient had a history of peripheral artery disease (pad). The estimated blood loss was 250cc's. The patient was not injured during the event and surgical intervention was not needed. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention.

Manufacturer narrative:
A3b: gender: requested, not provided. A5: ethnicity: requested, not provided. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.